Event description:
It was reported that the burr became stuck with the guidewire. A 1.75mm rotapro and rotawire drive were selected for use. During withdrawal, it was noted that the burr became stuck on wire after catheter had been completely removed from groin sheath. The procedure was completed with the original device. No patient complications reported.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.75mm rotapro and rotawire drive were selected for use. During withdrawal, it was noted that the burr became stuck on wire after catheter had been completely removed from groin sheath. The procedure was completed with the original device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. The burr catheter and advancer were connected upon device return. The returned wire was able to be removed with resistance due to kinks present on the wire. Analysis was performed using the returned rotawire. During testing, the returned wire was removed from the rotapro with resistance present due to kinks on the wire. Due to the resistance upon device removal, a test wire was inserted into the burr and was able to advance through the rotapro device and exit the advancer with no resistance or issue. Media provided depicted partial product packaging to both the rotawire and the rotapro to their respective reported batches; however, no evidence of the reported event was provided.